Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter battery issue occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4), 3004753838-2024-076446 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable. B5: describe event or problem - subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. H2 type of follow up- correction.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.